Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had to go to the hospital for hyperglycemia. Patient had blood glucose levels of 750 mg/dl. The patient was there for one day. They patient was treated with intravenous therapy with insulin.